Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced screen bezel separation consistent with a loss of or failure to bond at the display component, and the patient transitioned to backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem associated with the display assembly consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.